Event description:
Reporter indicated that a vns generator septum plug became dislodged during a lead revision surgery. The septum plug was retrieved. A new generator and lead were implanted without incident. The generator is currently in product analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.